Event description:
It was reported before the use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the customer received 2 tubes without a label. There was no report of impact on the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 26 photos were provided for investigation. Visual examination of the 26 photos was performed and revealed damage to the case, tray, shelf labels, and tube label. The cases have holes and appear to have been crushed, the trays appear to have damage that appears to be from the damaged cases, the shelf and tube labels have been damaged with print missing from the label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for crushed packaging, damaged shelf label, damaged unit label, and crushed styrofoam tray. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.2. Initial reporter phone #: (B)(6) g.2. PMA / 510(k)#: k213670 d.2. Medical device type: gim h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before the use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the customer received 2 tubes without a label. There was no report of impact on the patient or user.